Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a pc unit "went blank when confirming a medication." Upon inspection of the hospital's biomedical tech, "replace battery" came up as a yellow alert during first bootup and allowed the biomed tech to confirm and continue. The biomed tech also found 800.8000 error code in the log on december 10, 2022, and error code 150.2100 december 12, 2022 "multiple times." There was no information on patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pc unit "went blank when confirming a medication." Upon inspection of the hospital's biomedical tech, "replace battery" came up as a yellow alert during first bootup and allowed the biomed tech to confirm and continue. The biomed tech also found 800.8000 error code in the log on (B)(6) 2022, and error code 150.2100 (B)(6) 2022 "multiple times." There was no information on patient involvement. Although requested, additional information was not provided.